Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer had spaghetti for dinner and french bread. Customer declined troubleshooting and is assuming that is why her blood glucose is high. Customer's current blood glucose is 600 mg/dl. Customer treated with a manual injection.